Manufacturer narrative:
Analysis identified the epg backlight failed incoming tests. The battery voltage was low. The lower case was broken and screws were corroded. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for repair. The epg subsequently tested out of specification during manufacturers analysis . There was no patient involvement.